Event description:
Customer reported that during a case, the vertical lift column stopped working and twice received a stator error and had to reboot the system to clear. After second stator error they swapped out the system with another one and completed the case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the stator not on error. Vertical lift was intermittent. Replaced vertical lift power supply. Tested system and after 10 power cycles still had no lift problems. System operates as intended.